Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 570 mg/dl. Customer treated their high blood glucose via injection. Customer was assisted with programming their insulin pump and their blood glucose went high the following day. Customer removed the reservoir, completed the rewind process, reinserted the reservoir and ran a manual prime. Customer believed this process fixed the issue. Customer was advised to monitor the insulin pump and their high blood glucose levels.